Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd eclipse¿ needle ¿in the hub there is a plastic part that did not allow the connection of the syringe.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
MDR supplemental for additional information: (B)(4) was canceled when additional information was received that the complaint was caused by the user. An additional supplemental for investigation will not be submitted as this is a "not reportable complaint.